Manufacturer narrative:
Philips service reset the hospital epo and ups; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the unit lost power during a procedure, and the patient was moved to another room on an azurion 5m20. The clinical use of the system was in use. There was no reported patient or user harm.